Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was no longer receiving stimulation due to scs lead fracture. As a result, the scs system was explanted and replaced. There were no allegations against the scs ipg. Effective stimulation was restored with the surgical intervention.